Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap slot on the top of the cap was found to be damaged/deformed. The battery cap contact height was found to be out of the required specifications. The battery cap contact width was found to be within the required specifications. There were no functional defects found to the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.